Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) initially and appropriately withheld high voltage therapy for sinus tachycardia but then detected it as ventricular tachycardia (vt). The patient was subsequently treated with anti-tachycardia pacing therapies that accelerated the rhythm to the ventricular fibrillation (vf) zone and a shock was delivered. The device remains in use. No further patient complications have been reported as a result of this event.